Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On 10/20/04, the reporter contacted lifescan alleging that the pt's one touch ultra meter would not power on. The pt had last tested with the reported meter on three days earlier at 9:00 pm. He did not experience any symptoms of high or low blood glucose level at the time of concern. He took no actions to affect his blood glucose level after attempted use of the meter. He contacted his medical professional for advice and received no treatment. The customer service rep walked the reporter through pressing the power button and the meter did not power on. The csr verified that the test strips were correct, the battery was correct, the battery had been replaced less than one year before, and the battery contacts were in good condition. The pt neither alleged harm nor experienced injury or medical intervention. Based on the unresolved power issue, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.